Event description:
On (B)(4) 2015 at 0200 tosoh st aia tsh qcs were run and all qc values were within target range. After the qcs were run the analyzer went into abort mode and reported two errors. The customer recovered the analyzer from the abort mode and was able to restart testing. At 1400, 12 hours after the acceptable qc results, a st tsh pt result of 20.41 uiu/ml was received and reported to a physician. On (B)(6) 2015 the physician questioned the st tsh result of 20.41 uiu/ml. The pt was redrawn and the st tsh result for the redraw specimen = 0.04 uiu/ml. On (B)(6) 2015 st tsh (redraw) specimen 0.04 uiu/ml on (B)(6) 2015 st tsh ((B)(6) 2015 redraw specimen) repeat = 0.05 uiu/ml. Lab indicated that the pt had not been treated based on the incorrect st tsh result. Tosoh field service checked the analyzer and was unable to duplicate the issue. Root cause: unk.